Event description:
The laser system has the following problem: "laser displays an intermittent water temp co.1 error".

Manufacturer narrative:
We are waiting for additional information from the distributor.